Event description:
It was reported that the patient underwent the implantation with hip prostheses. Postoperatively, during the exercise, a decoupling of the head and inlay occurred with dislocation of the hip. Revision surgery was performed for a dislocated hip. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: item#14280620; lot#3150216; cocr head 28/ 0 'm' 12/14. Item#61270044; lot#3150272; bipolar shell, modular¸ 44. G2- germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-0322.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00322-1 upon further assessment of the reported event, it was determined a medwatch report should not have been filed as the reported products are not the part of complaint. Implantation reports prove that implants listed in bfarm case (B)(4) were used in revision surgery for the patient from bfarm case (B)(4) (MDR reports 0009613350-2023-00324 and 0009613350-2023-00325). After revision surgery, no complications were reported. Given this information, this medwatch will be voided.

Event description:
Upon further assessment of the reported event, it was determined a medwatch report should not have been filed as the reported products are not the part of complaint. Implantation reports prove that implants listed in bfarm case (B)(4) were used in revision surgery for the patient from bfarm case (B)(4) (MDR reports 0009613350-2023-00324 and 0009613350-2023-00325). After revision surgery, no complications were reported. Given this information, this medwatch will be voided.